Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced intermittent sensor issues and failed to pair with the ilet, resulting in cgm signal loss and a pairing failed alert. The user entered the sensor pairing code multiple times and the pump remained in bg run with manual blood glucose entries accepted. Symptoms included a loss of cgm data availability. Outcomes included temporary reliance on manual blood glucose entry to maintain therapy while awaiting restoration of cgm connectivity or sensor replacement. Investigation included technical support troubleshooting and user education on re-pairing and interim manual operation. Investigation of this case revealed that the ilet did not maintain a bluetooth connection with the g7 and that the g7 displayed brief sensor issues. It was concluded that the event was consistent with cgm communication failure with the paired pump, and the user was able to continue therapy using manual entries until reconnection or a new sensor. Event summary.